Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that this issue occurs when there is an allergen result record in the result table that was generated using an allergen lot that has since been deleted from the database. It does not matter if that particular lot was the one used to generate the tests in question. The software tries to lookup the allergen name based on the first allergen lot it finds in the result table, and if that lot is deleted, the allergen name is not displayed on the chartable report. The hsc specialist recommended to decrease the number of days patient data is retained and to avoid deleting kit lots until necessary. A siemens technical support center (tsc) specialist worked with the customer to follow hsc specialist's recommendations. The number of backup days was changed to 1 for patients and quality controls (qc). A sample was run with d1 (dermatophagoides pteronyssinus) as one of the allergens and it printed on the long report. A siemens regional support center (rsc) specialist instructed the customer to keep track of when a new allergen lot is started. Upon start, the system results should be checked for when the last time the older allergen lot was used for qc and patients. The backup days should be set to remove all qc and patient data on that day and prior from the system. The cause of the allergen name not printing on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an immulite 2000 xpi instrument contacted a siemens customer care center (ccc) specialist. The customer prints patient results and places the printed reports into the patients' charts using a chartable report format. The customer ran two patient samples and one allergen name did not print on the reports for both samples. Due to the process of elimination, the customer was able to determine which allergen name was missing from the report. There are no known reports of patient intervention or adverse health consequences due to the allergen name not printing.